Event description:
Nursing staff at bedside to remove. Attempted to remove 10cc water balloon holding catheter in place. Started to remove catheter, met resistance. Called additional nurse for assistance. Both nurses unable to remove. Urology called. Stated to add 30 more cc of fluid to port and remove. Attempted, with only receiving 25cc back from port. Urology at bedside, decision made to cut foley catheter to attempt to excrete remaining fluid in balloon. Only a few drops came out. Urology then instilled 30 cc of aid into foley, manipulated catheter and were able to remove catheter without injury. FDA safety report ID# (B)(4).